Event description:
It was reported that when using the bd pyxis¿ medbank mini, multiple drawers were offline. The customer stated that they were unable to log in and observed a "drawers offline" banner on the station. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline and was unable to login. A technical support specialist (tss) connected remotely to the cabinet and verified that the network adapter was already configured with correct network settings. The tss reviewed system settings, disabled all universal serial bus power management options, and restarted the medbank application, after which the application functioned normally. The system functioned as intended after the technical support specialist troubleshot the issue.